Manufacturer narrative:
(B)(4). D10 ¿ refobacin bc r 1x40 us item:110034355 lot:h1202y36ca. Tibia trabecular metal two-peg porous fixed bearing left size d item:42530006701 lot:65261762. Articular surface medial congruent (mc) left 10 mm height use with tibia sizes c-d/cr femur sizes 8-9 item:42512100510 lot:64603959. Femur cemented cruciate retaining (cr) standard nitrided left size 8 item:42572606401 lot:65266287. Nexgen complete knee solution, trabecular metal standard primary patella item:00587806532 lot:65019527. Multiple MDR reports were filed for this event, please see associated reports: 3006946279-2024-00002. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a revision surgery due to pain, approximately one (1) year four (4) months from initial left knee procedure. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Devices are used for treatment. Radiographs were provided and reviewed by a radiologist. The review identified a left total knee arthroplasty with osteopenia. No significant radiolucency to suggest loosening was found. No acute fracture was found neither. Mild femoral notching was noticed. It has been noticed that patient suffers from allergies to nickel and latex, however none of these two components are part of the cement composition. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.